Event description:
Consumer bought some (B)(6) brand toothbrush heads for his sonic care tooth brush and the bristles keep falling out of it. He used the new brush replacements for 4 days. Product was not returned.